Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg. During troubleshooting, the customer indicated that the infusion set tubing had not been filled, causing the bg. The customer performed a supply change and resumed insulin therapy successfully.